Event description:
It was reported that patient had issues with pump. Patient underwent a revision procedure of his inflatable penile prosthesis (ipp). Pump and cylinders were explanted and replaced. No further patient complications at this point.